Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on the screen making it harder to read the screen and the insulin was squirting out during manual prime. Customer's blood glucose value was unknown at the time of incident. Customer stated that the buttons of the insulin pump were less responsive and harder to press. Customer also reported that the motor makes grinding noise and had unexplained no delivery alerts. The insulin pump will not be returned for analysis.